Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable lead was attempted due to unknown product performance issue. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable lead was attempted due to unknown product performance issue. The lead was never in service. Additional information indicates that the helix broke off and was left behind. The attempted lead was fractured. No adverse patient effects were reported. Additional information indicates that the helix broke off and was left behind. The attempted lead was fractured.

Manufacturer narrative:
This supplemental report was created to correct h6 device codes. This supplemental report was created to capture additional information in b5 event description and h6 device codes. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable lead was attempted due to unknown product performance issue. The lead was never in service. Additional information indicates that the helix broke off and was left behind. The attempted lead was fractured. No adverse patient effects were reported. Additional information indicates that the helix broke off and was left behind. The attempted lead was fractured.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. An x-ray was obtained and revealed that the helix was in a slightly retracted position and had straightened out at the distal end were the break occurred. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position/reposition the lead caused the helix to break. This supplemental report was created to correct h6 device codes.

Event description:
It was reported that this implantable lead was attempted due to unknown product performance issue. The lead was never in service. Additional information indicates that the helix broke off and was left behind. The attempted lead was fractured. No adverse patient effects were reported. Additional information indicates that the helix broke off and was left behind. The attempted lead was fractured.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2008. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. An x-ray was obtained and revealed that the helix was in a slightly retracted position and had straightened out at the distal end were the break occurred. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position/reposition the lead caused the helix to break. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this implantable lead was attempted due to unknown product performance issue. The lead was never in service. Additional information indicates that the helix broke off and was left behind. It was noted a gated CT scan with contrast was performed to verify the location of the helix. The attempted lead was fractured. No adverse patient effects were reported.